Event description:
Incident reported as: when surgeon used the punch, he found that the punch was stuck during a procedure. No pt injury or medical intervention reported. No further info available.

Manufacturer narrative:
Sample requested but not received at time of this report. Evaluation not available at time of this report.